Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. The defective device will be returned for investigation.